Manufacturer narrative:
This is being filed as an unconfirmed corneal abrasion. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.

Event description:
Pt reports that she suffered from a corneal abrasion, had blurry vision with some eye discharge. She was treated at (B)(6). There are no lenses to return. This is being filed as an unconfirmed corneal abrasion.